Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4- premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 10mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 19feb2025. It was reported that balloon leak occurred. The 80% stenosed target lesion was located in the moderately tortuous and non- calcified arteriovenous fistula (av) shunt. A 5.0 x 40,75cm mustang balloon catheter was selected for use. During the procedure, when introduced into the body, the balloon leaked water and was unable to inflate. The procedure was completed with another of same device. No complications reported, and patient status was stable. However, device analysis revealed a balloon pinhole located approximately 10mm proximal from the distal markerband.